Event description:
The following info is from (B)(6) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for (B)(6). (B)(6) event summary: doctor indicated he was doing a decay removal on tooth #18. A dry angle was in place to protect the cheek; however, due to the distal buccal access difficulty, the head of the handpiece was in contact with the cheek mucosa in order to remove decay and create a distal buccal crown margin. The doctor noticed the burn after removal of the handpiece. It was in place for 5-10 seconds. Afterward, a white 1 centimeter x 1 centimeter white patch was observed. After the burn area was observed, the patient likely did not feel the area due to the anesthetic that had been given. No further treatments were given to the patient. Dr discussed continual follow up afterward and into the evening. The dr says the procedure delayed approximately 8 minutes following evaluation of the handpiece, heat to the touch, and testing of the handpiece. Another sterilized handpiece was obtained and used to complete the procedure. Extreme caution was used and will be used moving forward with these electric handpieces. Doctor said to date no medical intervention has been required. Patient will be in tomorrow for further evaluation. Patient reports that it si still sore. The first evening, he responded the next day to his symptoms and stated that he was unable to sleep due to the pain, though medication he takes for other aliments did help. He has been very understanding and multiple attempts to get in touch have received little response. I will further evaluate him tomorrow to see if any scarring is expected. I expected some healing to be present, and minor to moderate scarring is possible. The doctor says following each use, the bur is removed. Panaspray is used and the handpiece is run for 3 seconds. The bur is then replaced, and with water off, the handpiece is run for 5 more seconds. It is then wiped and then sterilized in the statim machine. Follow-up: doctor stated that he looked at the tissues and it appears to have healed. (B)(6) complaint review: serial number (B)(4). Purchase date of this customer = (B)(4) 2009; age = about 64 months. No other complaints for this serial number. (B)(4) investigation. Repair history = there was no repair history records found for this unit. Service evaluation = the unit was evaluation by the repair department. The technician found that on initial test, the handpiece was rough and leaking water between the head and the handpiece body. When the unit was disassembled the technician found that the upper cartridge bearing was separated. A quote was forwarded to the customer noting the parts and labor that would be needed to repair unit. The customer declined to repair the handpiece. The repair technician tagged the unit as unrepaired and returned to the customer. (B)(4)conclusion: maintenance issue - separation of the upper cartridge bearing may be due to improper or lack of maintenance. (B)(6) did not return handpiece to nsk for the manufacturer's evaluation.

Manufacturer narrative:
As an investigation approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (x95l bra, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidence in the DHR.